Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from slightly below the funnel's bifurcated joint of the foley catheter.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjs4621. Visual inspection noted no obvious observations. The catheter was flushed with water through drainage lumen, and it properly exited through eyelets with no issues. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using inhouse syringe. However, asymmetric balloon was observed with balloon concentricity 70:30. The catheter was deflated 10 ml is deflated within 57sec.this is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from slightly below the funnel's bifurcated joint of the foley catheter.